Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present at base around helix. No anomalies noted at lead tip. Lead passed electrical testing. No irregularities noted at lead tip that could contribute to dislodgment. Helix stuck most likely due to dried blood in mechanism.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. It appeared that the rv lead experienced a micro-dislodgement. It was confirmed via x-ray. No effusion was noted on echo. The physician tried to reposition the rv lead and couldn't get good sensing. The rv lead had trouble with extending the screw after repositioning. The physician explanted the rv lead and tried to extend the helix without success after multiple turns performed. The rv lead was explanted. No additional adverse patient effects were reported.